Event description:
It was reported that erosion occurred of the pump. The patient¿s pump was being replaced on the date of this report. The device manufacturer representative needed to go to the case and didn¿t have time for additional information at the time of initial report. The following day, it was further reported the pump and catheter were taken out and the catheter was replaced with an 8780 ascenda. The type of medication being delivered via the device system was not provided. No further information was reported related to the event including patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was receiving 2000 micrograms per milliliter baclofen. It was not known if there was a catheter issue or not, but it was thought there ¿might have been.¿ the patient was doing well at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l62629, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4).